Event description:
The MFR received information alleging a ventilator was alarming. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, an inner limit switch wire was found to be broken. The wire was re-soldered to address the issue.